Event description:
It was reported that the patient stated there is low suction: suction is not as strong as it should be- rep did troubleshooting unit and it passed water test: rep did advise pt to shake lid to ensure valve is in place and to also pinch the bottom end if the wick. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. (Female wick). Per additional information received via email on 08oct2025, it was reported that the issue was resolved by helpline, and they think the suction valve in the top of the lid was stuck. The purewick is working well now.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated there is low suction- suction is not as strong as it should be- rep did troubleshooting unit and it passed water test- rep did advise pt to shake lid to ensure valve is in place and to also pinch the bottom end if the wick. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. (Female wick).

Manufacturer narrative:
The initial reporter's zip code is (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.